Event description:
It was reported that when dessing was applied there was a feeling of severe adverse reaction with blistering and days later, severe peeling of the dead skin from the burn.

Manufacturer narrative:
The associated complaint device was not returned for investigation. [(B)(4)].